Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified that the implant is undamaged. However, an attempt to remove the mount confirms that the components are seized together at the mount screw. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. It was noted during testing that the mount is stuck to the implant. DHR review was completed for the subject lot number: 1233624. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1233624) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product: (tsvwb10). Therefore, based on the available information, device malfunction has occurred, as the components could not be disengaged. A definitive root cause could not be identified. However, based on the investigation and risk file review, the potential causes for the reported event are customer error in surgical protocol, and external forces exerted on the implant assembly. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information received from device investigation confirmed that implant fixture mount was unable to disengage from the implant body; implant is undamaged.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb10) was removed. Dentist suspects of possible implant fracture as the impression coping was unable to be removed.